Manufacturer narrative:
Concomitant medical products: product ID 97745, serial# (B)(4), product type programmer, patient product ID 977d260, serial# (B)(4), product type screening device, product ID 977d260, serial# (B)(4), product type screening device. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported that the cause was not determined. It was reported that the issue resolved. Patient took batteries out and put them back in and it worked. Rep reported the therapy continued as planned with slight interruption of about 10 minutes.

Manufacturer narrative:
Concomitant medical products: product ID: 97745, serial#: unknown, product type: programmer, patient. Product ID: neu _unknown_lead, serial#: unknown, product type: lead. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacturer's representative regarding a patient who was trialing for a neurostimulator for spinal cord stimulation. It was reported that settings not available was seen on the controller. The rep also reported seeing "software problem" screen 99 with line 3 code 4048. Rep stated the patient was seen yesterday for oor issues on group a and b and he found that the lead was a little bent up in the ens so he corrected that and corrected the oor then. However, today oor was on group b and patient was running therapy at 16.6 ma not the 7-8 ma from yesterday. No symptoms reported. No further complications were reported/anticipated.